Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant proudcts: c174awk, bi-ventricular defibrillator, (B)(6) 2009. A 5076-52, implantable pacing lead,(B)(6) 2009. A 419478, implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had syncope and exit block and loss of capture were observed in the right ventricular (rv) lead. The rv output was increased and the lead remains in use. The patient was enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.